Event description:
Related manufacturer reference: 2938836-2018-11101, 2938836-2018-11103 during follow-up, it was suspected that the right ventricular (rv) and left ventricular (lv) leads were dislodged and the device had migrated. No intervention has been performed. Additional information was requested but has not been received.

Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information indicating that the left ventricular lead was not involved nor was it dislodged during this event. No known allegation of malfunction on this product.

Event description:
Additional information received indicating that during an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. Radiographic imaging was conducted which revealed lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. There were no patient consequences.

Manufacturer narrative:
Upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating the left ventricular lead was not dislodged and was not involved in the event.

Event description:
During follow-up, it was suspected that the right ventricular (rv) lead was dislodged. The lead was repositioned to resolve the event and the patient was in stable condition.

Event description:
During follow-up, it was suspected that the left ventricular (lv) lead was dislodged. The lead was repositioned to resolve the event and the patient was in stable condition.